Manufacturer narrative:
Product analysis: macroscopic examination confirms the implant is fractured into multiple pieces and broken. The extent of the damage, as well as the area of fracture initiation at the inserter attachment point suggests significant force was utilized during the attempted insertion. Optical examination of the fracture surfaces identified morphology consistent with brittle overload during insertion as the mechanism of failure.

Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event.

Event description:
It was reported that the patient underwent an unspecified spinal surgery. During surgery, the cage ruptured while the surgeon struck the inserter to push the cage into the disc space. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.